Manufacturer narrative:
Healthcare provider initial reporter not reported due to region's privacy laws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was resistance when placing the coil; the coil was broken when the delivery wire was pulled back. After collection, the treatment was completed without using another product. There was coil extension of the embolization coil. Continuous flush was administered during the procedure. The coil was not repositioned. The device and any accessories were prepared as indicated in the package insert. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
B5. Updated with additional information received. H3. Product analysis: equipment used: vis (m-81805). As found condition: the axium prime coil was returned for analysis within a shipping box and primary and secondary plastic resealable bio-pouches. Damage location details: no bends or kinks were found with the axium prime pusher. The release wire coin was found against the lumen stop. The implant coil was found to have broken off from the pusher from the coil shell weld. In addition, the implant coil polypropylene filament broke off from the detach element. The broken implant coil was returned. The implant coil was found stretched with its polypropylene filament broken. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿coil resistance/stuck in catheter¿, ¿coil separation/break¿, and ¿coil stretch¿ reports were confirmed. Possible causes of ¿coil resistance/stuck in catheter¿ include the use of an incompatible catheter, catheter damage, lack of hydration before the procedure, not maintaining a continuous flush or tortuous anatomy. Possible causes of ¿coil stretch¿ include lack of hydration before the procedure, not maintaining a continuous flush, tortuous anatomy, the coil not retracted in a one-to-one motion with the implant pusher during repositioning, pusher rotation, advancing coil against resistance or use of an incompatible catheter. Possible causes of ¿coil separation/break¿ include tortuous anatomy, the coil not being retracted in a one-to-one motion with the implant pusher during repositioning, pusher rotation, or advancing the coil against resistance. The catheter used in the event was not returned. In addition, the make/model of the catheter was not reported. Therefore, any contributing factors (i.e., damage/compatibility) could not be assessed. Information regarding patient vessel tortuosity was not reported. The axium prime coil was prepared prior to use (which includes hydration), a continuous flush was maintained, and the implant coil was not repositioned. The cause of the reported events could not be determined due to insufficient information. H6. Coding updated based on analysis findings. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported additional medical/surgical intervention was not required.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the coil came out of the introducer sheath smoothly. The catheter used was not a medtronic product. There were no detachment attempts. It was noted that there was no kink/damage observed on the pushwire during use. The coil was stretched and did not go back to the original shape. The physician suspected that "something coil" might remain in the patient.